Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges subsequent surgical intervention however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges patient experienced emotional distress and the device was defective.